Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain, spinal pain and complex regional pain syndrome type 2. It was reported that the patient's stimulators went into overdischarge and needed to be replaced. The patient saw a representative and were told that they were not able to jumpstart the batteries. Their doctor scheduled a replacement for both the batteries but the patient had to move prior to having them replaced. No further complications reported.